Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device hourglass icon changed to an 'x" (operational check failure) there was no patient involvement.